Manufacturer narrative:
Outcomes attributed to ae b.2. Has been corrected from 'other serious' to "required intervention' additional information confirmed that the patient has been revised. The investigation has been reopened and is still in process. We will communicate our findings regarding the cause of this event in our final report.

Event description:
It was reported that a cascadia tl interbody fractured post-operatively. The patient presented with pain 6 months post op. A CT scan was performed and it was discovered that cage was shattered. The patient has been revised.

Manufacturer narrative:
Correction to b2: corrected from 'required intervention to prevent permanent impairment/damage (devices)' to 'other serious (important medical events)'. Functional, dimensional, and material analysis could not be performed as the device was not available because it remains implanted in the patient. However, x-rays were provided and upon review, it was confirmed that the cage was shattered. A haloing effect can be observed, indicating fusion had taken place. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. It was reported that the patient had a very collapsed disc space. Inserting/impacting a large interbody in a tight disc space may have caused damage to the interbody. It is likely that microfractures during insertion, coupled with pressure from the upper and lower vertebral bodies, caused the interbody to shatter.

Event description:
It was reported that a cascadia tl interbody fractured post-operatively. The patient presented with pain 6 months post op. A CT scan was performed and it was discovered that cage was shattered. Fusion is in the process of being achieved, however, there are no plans for revision surgery at this time. The patient is being treated conservatively with pain management and will continue to be monitored.

Event description:
It was reported that a cascadia tl interbody fractured post-operatively. The patient presented with pain 6 months post op. A CT scan was performed and it was discovered that that cage was shattered. The patient has been revised.

Manufacturer narrative:
Visual inspection: x-rays were provided by the rep. Upon review, it was confirmed that the cage was shattered. A haloing effect can be observed, indicating fusion had taken place. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The device was not returned and was therefore unavailable for evaluation. However, the incident was confirmed through analysis of radiographic images. It was reported that the patient had a very collapsed disc space. Inserting/impacting a large interbody in a tight disc space may have caused damage to the interbody. It is likely that microfractures during insertion, coupled with pressure from the upper and lower vertebral bodies, caused the interbody to shatter. H3 other text : status and location of the device is unknown.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that a cascadia tl interbody fractured post-operatively. The patient presented with pain 6 months post op. A CT scan was performed and it was discovered that cage was shattered. The patient is being treated conservatively with pain management. There are no plans for revision surgery at this time.